Event description:
Per dealer "caregiver states the pump was lowering on its own causing patient to fall over. Provider states patient is using for transport throughout house."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 15 yrs. Old. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.